Event description:
Reportedly, during pt use, when the fio2 setting was st to 100%, the oxygen level displayed showed s 21%. The oxygen sensor was replaced to resolve the issue. The pt was ventilated by the device when the event occurred.

Manufacturer narrative:
(B)(4).